Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after disconnecting from the pump, with a concurrent cgm disconnection noted, and the blood glucose remained above 200 mg/dl until it returned to range later the same day. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention beyond routine guidance, and no hospitalization. Investigation included review of device-reported data and follow-up outreach to assess glucose trends. Investigation of this case revealed user (patient) pump disconnection and cgm disconnection temporally associated with the hyperglycemia, with device function otherwise appearing consistent with expected operation once therapy and cgm connectivity were restored. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.